Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio scanner had malfunction.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner was not functioning. A field service engineer replaced scanner assembly; due to suspected cause of biometric identifier (bio-ID) disconnect and barcode scanner failures, also replaced all in one (aio) and docking board, then booted station, corrected date/time, and verified functionality. The system functioned as intended after the field service engineer repaired the device.